Event description:
As reported by our edwards lifesciences affiliate in australia, regarding 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach during the procedure, the commander pusher was not pulled back after crossing the aortic valve, but valve inflation was started. When it was noticed that the pusher was not pulled back, inflation was stopped immediately, the delivery system was pulled back to avoid ventricular embolization, and the valve was deployed in the ascending aorta. Multiple post-dilations were performed (with commander delivery system, then non-edwards balloons). While preparing a second valve, the first valve was noted to not be totally secured in the ascending aorta and a stent was deployed inside the valve to secure it. Vascular surgeon consulted and in the room. Patient was stable but the bare metal stent that was deployed to secure the s3 23 valve was catching on the second commander system when advancing over the aortic arch. Thus, the second valve was not implanted since it was not safe to proceed. Patient was discharged from hospital and doing well. Follow up of patient with CT in 3 months and assessment of suitability for tavi, given the stents in ascending aorta add complexity to the tavi procedure.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (commander pusher was not pulled back after crossing the aortic valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction and additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, and h.2 . The following sections of this report have been corrected: h.10, h.6 type of investigation, investigation findings and investigation conclusions. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''it was a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach. During procedure, pusher was not pulled back after crossing the aortic valve, but valve inflation was started. When it was noticed that the pusher was not pulled back, inflation was stopped immediately, the delivery system was pulled back to avoid ventricular embolization and the valve was deployed in the ascending aorta'' per the IFU, ''before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.'' In this case, the flex catheter tip/pusher was not retracted prior to start valve deployment, so it could prevent the expansion of inflation balloon, leading to partially expanded valve as seen in in the imagery provided. The partially expanded valve was retracted to the ascending aorta and fully deployed, to prevent ventricular embolization. As such, available information suggests that procedural factors (flex tip not retracted prior valve deployment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.